Event description:
It was reported that during an ipg revision procedure, the lead was difficult to insert to the new ipg. The physician replaced the lead. The patient was doing well post operatively.